Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: e: postal code: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening the package of an ngage nitinol stone extractor, the user discovered that the basket would not open. This concern was identified prior to any device contact with the patient. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. As reported, upon opening the package of an ngage nitinol stone extractor, the user discovered that the basket would not open. This concern was identified prior to any device contact with the patient. The patient reportedly experienced no harm as a result of the issue. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned device. The returned device was found to have a basket that did not open due to the basket sheath having separated from the support sheath. Glue residue was visible, indicating proper assembly of the two components. The cause for the separation could not be established. Additionally, a document-based investigation evaluation was performed. In response to this incident, the DHR for the reported lot was reviewed and there were no related nonconformances. A database search revealed no other complaints had been reported from the complaint device lot. The product specification for the ngage nitinol stone extractor was reviewed, and all extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file, DHR, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the separation could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.